Manufacturer narrative:
Corrections: evaluation revealed the targeting arm t2 ankle to be the subject product. No further associated products were reported. A physical examination could not be carried out as the device was not returned to stryker kiel. A review of the device history records could not be carried out as the lot code was unknown and not provided. Thus, a reasonable examination and investigation was not possible. According to the event description the drill had collided with the nail when drilling the talus hole. There was no problem at the functional check before applying the target device on the patient. Potential miss-targeting can be caused by various reasons: deflection and/or twisting of the nail during insertion in case the user applied undue force for insertion. Deflection and/or twisting of the nail during insertion in case of inadequate preparation of the intramedullary. Canal. Loosening of the connection between nail adapter/nut. Wrong adjustment of the nail adapter (pin was inserted into wrong slot of the targeting arm). Not realized unintended loosening of the nut (will lead to release of the nail adapter and therefore to potential misalignment of nail and drill). Drilling without drill guiding sleeve. Using blunt or damaged drill. High forces applied to the target device during drilling ¿ eventually leading to unintended distortion in the. System of drill, sleeve, target device and nail. If one or more of these points caused or had contributed to the event reported could not be excluded. Although a real root cause could not be determined with the information given the alleged event was most likely caused due to a suboptimal intra-operative procedure. A deficiency of the device in question could not be verified. The file will be closed formally and can be reopened when substantive information or the item become available. We reserve the right to update the investigation and change the root cause. No non-conformity was identified.

Event description:
During t2 ankle nail surgery, the drill has collided with the nail when drilling to the talus holes. The surgeon used the target device and the sleeves at that time. After that, the surgeon changed the drilling steps for the holes to the free hand technique. There was no problem for the function of the devices at the calibration before insertion to the patient.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During t2 ankle nail surgery, the drill has collided with the nail when drilling to the talus holes. The surgeon used the target device and the sleeves at that time. After that, the surgeon changed the drilling steps for the holes to the free hand technique. There was no problem for the function of the devices at the calibration before insertion to the patient.